Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information received from the physician author indicated that there is no complaint against the devices used in this study. All of the reports of infection were part of the clinical spectrum of patients recruited.

Manufacturer narrative:
This information is based entirely on journal literature. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: monitoring of arrhythmia and sudden death in a hemodialysis population: the (B)(6) study. Plos one. 2017; 12(12). If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable cardiac monitors (icm). The article reports that one patient experienced a superficial infection. The icm was removed. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.